Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. The device could not be primed due to a defective button.